Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician determined the patient had an infection at the ipg site. Surgical intervention was taken to explant the ipg. The patient was treated with oral and IV antibiotics and the patient did not require any hospitalization.

Event description:
Followup information received indicated the patient's infection has cleared.